Event description:
It was reported that during initial implant surgery, the health care provider inserted the lead into the patient and then pulled it out. The health care professional noted that the end of the lead was "broken." Another lead was used and the surgery was completed without incident. There were no patient consequences as a result of the lead. Additional information has been requested, a follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).